Event description:
The customer reported that during use of this arthroscopic pump to perform a knee procedure, the scrub tech noted swelling to the pt's left leg toward the end of the procedure. Upon removal of the tourniquet, excessive swelling was observed extending from the pt's knee to the groin area. A total of 9000cc of irrigation fluid was used during the procedure, but the reporter did not know the amount of output. In recovery, the pt required additional pain medication due to the excessive swelling; however, there was no extended stay and during the post operative visit, the pt was observed to be recovering without complications.

Manufacturer narrative:
Investigation results: conmed linvatec received this pump for eval. During testing, the device functioned to MFR performance specifications with no discrepancies found. The tubing set used during this event was not returned for eval because it was discarded by the user facility. The user facility reported that a patency test was performed on the tubing set and presence of the o-ring was checked for prior to use. The instruction manual provides the following warnings: extravasation can occur more rapidly when using a mechanized fluid infusion system. Carefully palpate & visually inspect the extremity & operative site frequently throughout procedure for signs of possible extravasation. View all cannulas arthroscopically before beginning & frequently during the procedure to ensure that all fenestrations are fully within the joint capsule & are not blocked. Accurate cannula placement is essential to avoid fluid extravasation. Placement of cannula should be verified to ensure distal end is within capsule joint. The integrity of the pressure sensing line is critical to the safe operation of the 87k aps. Extravasation or other pt injury may occur.